Event description:
The manufacture representative reported that the patient was on their way to the surgeon¿s office and was in a really bad car wreck. The patient had broken bones/fractures and the ins pocket came open and the device was exposed. The patient went to the emergency room and the implanting surgeon was involved and they put the device back in. The patient was put on antibiotics and was going to monitor the pocket site for an infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the patient never had an infection and that the issue was resolved. No further complications were reported/anticipated.